Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received results twice of <0.2 mg/l for the vancomycin online tdm vancomycin level on a patient. The result was given to a physician who did not believe the result was correct and the sample was run again. The third measurement on this sample was 21 mg/l. The draw time of this first sample was 6:00 am. A new blood draw was done and that vancomycin level was 14.9 mg/l. The draw time of the second sample was 1:20 pm. There was no adverse event. The vancomycin reagent lot number was 619559, no expiration date was provided.

Manufacturer narrative:
The vancomycin reagent lot number has been confirmed to be 133129, with an expiration date of 11/30/2016. A specific root cause could not be determined based on the provided information. Investigations have determined that there were no controls run on the day of the event. A general issue with the instrument and reagent can be excluded since control levels were found to be near the target on the day before and after the event. Calibration was also found to be acceptable. The most likely root cause is related to a handling issue or a pre-analytic sample handling issue. The sample was transferred to a 13x75mm tube and a possible source of error is creation of bubbles or foam on the top of the sample while pipetting. Bubbles or foam may potentially cause an analyzer pipetting issue. The tube was placed in a rack without an adapter, which can lead to the tube not being in an upright position, causing an analyzer pipetting issue.